Event description:
It was reported that the pump unexpectedly displayed the reset screen. There was no reported impact to the customer¿s blood glucose level, as the caller declined to provide specific information. The customer was informed that the reset was a safety feature, ensuring the pump's performance, and understood the explanation. Technical support assisted the caller in loading the cartridge and resuming insulin after the incident.